Manufacturer narrative:
On august 30, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant had a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 1.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the right breast implant device was also a 375cc mentor smooth round moderate profile saline (catalog: 3501660 lot: 6871960) manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with a (left) 375cc mentor smooth round moderate profile saline and an (right)unspecified mentor saline breast prostheses, suffered left breast implant rupture and right breast capsular contracture (baker grade unknown), post-procedure. As a result, the patient underwent bilateral capsulectomies, bilateral removal and replacement with two 535cc mentor memorygel breast implants (catalog: shpx535) on (B)(6) 2021. This medwatch form is for the left breast prosthesis.